Manufacturer narrative:
Analysis was normal. No anomalies were found. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
Related manufacturer report number: 2017865-2020-01143. It was reported that the system was explanted due to endocarditis. The patient was stable.